Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 506 mg/dl. A correction injection was administered to address the bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.